Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer's insulin pump had sticking buttons and that the device also alarmed with motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur; the caller stated that they will call back. No products were replaced or returned.